Event description:
It was reported that the handheld device would not hold a charge when unplugged from the power adaptor. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the handheld was completed on 06/22/2015. The reported allegation of device unable to hold a charge was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard and software was completed on 06/22/2015. No anomalies associated with flashcard software or databases were identified during analysis. The flashcard and software performed according to functional specifications.